Event description:
It was reported that during a gastrectomy procedure, the device would not staple. There was a problem with the reload. No details. The surgeon used a new stapler to continue the intervention. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
Additional information was requested but no further information was received.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.